Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote transmission shows the device in elective replacement indicator (eri), but no battery or lead measurements were available. The device had locked up in an eri state. The device was reprogrammed and returned back to normal functionality. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. It was noted that a false elective re placement indicator (eri) triggered on (B)(6) 2014 and a battery voltage was not available due to a measurement system lock-up. A reset of the device by the programmer with updated software cleared the lock-up condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.